Manufacturer narrative:
A ge rep evaluated the sys and repaired a connector pin. System operates as intended.

Event description:
The customer reported the images displayed are white. No pt injury was reported.